Event description:
It was reported that pump battery would not charge and that connection with g7 sensor was not working, with battery issue confirmed by power source alert and charging connection not being recognized despite use of multiple cables, adapters, and outlets. There was no reported impact to the customer¿s blood glucose level. Customer completed pump reset during initial call, arranged for dexcom replacement sensor, and planned to use multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump.